Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not deliver as intended. In addition, it was reported that the pump battery depleted faster than expected, and that the touch screen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. No additional information was provided. Customer declined to troubleshoot with tandem technical support.